Event description:
Unomedical reference number: (B)(4). Event occurred in the (B)(6). It was reported that the patient experienced five infusion sets were fell off during use on (B)(6) 2024 which led to high blood glucose level of 170mg/dl. The issue got resolved by replacing the infusion set and resumed insulin successfully. The infusion set in use for less than 2 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-07418 - device 4 of 5. E1: patient country: (B)(6).